Event description:
It was reported that the tempreture sensor popped out from the catheter on the 3rd day of use. Per additional information from ibc via email 10dec2018; the temperature sensing wire came out of the catheter near the bifurcation during use, while inside the patient. There was no medical intervention reported.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging) silicone temperature sensing foley. The wire was noted to be poking through a 0.2220" long tear 0.1830" from the trifurcation. It appeared that the tear was caused by the knotting and coiling of the wire that lead to wire tension and caused both the shaft damage and the wire to dangle out of the shaft. Thermistor wires that were knotted or coiled were out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] - method for use: ·when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. [Fragment of the balloon or segment of catheter may remain in the bladder.] ·do not pull the catheter hard.[the catheter including a balloon may be damaged or the bladder/urethral mucous membrane may be injured.] ·since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. ·when deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed.] ·when catheter with temperature-sensing is used, this product should never be connected to temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. - applicable patients ·use with great care for patients with disturbance of consciousness, etc. [When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder.]"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the temperature sensor popped out from the catheter on the 3rd day of use. Per additional information from (B)(4) via email (B)(6) 2018; the temperature sensing wire came out of the catheter near the bifurcation during use, while inside the patient. There was no medical intervention reported.